Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Two external insulation abrasions were noted at 8.0-9.4 cm from the distal tip and at 40.1-40.2 cm from the distal tip consistent with lead friction to the ICD can to another device or feature of the heart. The etfe coating was intact at these locations. Additionally, two internal insulation abrasions were noted at 11.4 ¿ 14.0 cm from the distal tip, and at 15.0 ¿ 15.9 cm from the distal tip. The etfe coating was abraded in the first location and intact at the other.